Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a backup battery (ebb) fault. The system controller was replaced without incident.

Manufacturer narrative:
E3 - occupation: corrected. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files. A review of the submitted controller event log file of the backup controller spanned approximately 3 days (16jul2024, 01oct2024, and 10jan2000 per time stamp). The driveline was never connected to the controller. The backup battery fault alarm activated on (B)(6) 2024 at 18:14:12 and (B)(6) 2000 at 17:04:37 due to a load test fault. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. The backup battery was reseated after the first occurrence of the alarm. The controller was reset on 10jan2000 at 17:07:37 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested. The controller was initially in charge mode before the backup battery fault activated. This was due to the observed bent pin 10 in the battery. A test battery was inserted in order to continue with testing. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. It was not conclusively determined if the bent pin could have contributed to the original backup battery fault alarm due to the load test not passing. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 04jun2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. #(B)(4), rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (doc. #(B)(4), rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (doc. #(B)(4), rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the backup battery pins. Heartmate 3 instructions for use (rev. B) section 5-¿surgical procedures¿ states to ¿align the arrow on the ribbon cable with the arrow on the backup battery and then insert the cable into the battery socket.¿ no further information was provided. The manufacturer is closing the file on this event.